Event description:
Dr. (B)(6), contacted caldera medical regarding an issue with a patient who had a t-sling with centrasorb implanted on (B)(6) 2009. Dr. (B)(6) reported that while removing the patient from the o.r. And transferring her to the recovery room, the patient coughed and the centrasorb portion of the implant broke. The implant was removed and a new sling (from a competitor) was implanted.